Manufacturer narrative:
Hologic technical support (ts) reviewed logs and confirmed all three results for the sample in question were valid. Hologic product applications specialist (pas) reviewed logs and found no instrument or reagent preparation issues. Pas noted that different aliquots could not be compared as they are considered different samples. Ts relayed this information to customer. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer reported one sars-cov-2 tma run, wl 000744-20210114-02, using assay lot: 286020 on panther instrument sn: (B)(4), which had a discrepant sample. The sample was initially positive, then new aliquots from the sample were retested on two panthers, which were both negative. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results beings reported to patients.